Event description:
It was reported by end user that the wheelchair on the right side will not stay locked into place. She states the front rigging will just swing away and she can't use it. The end user states she has had the chair for 12 years and only uses it when going long distances. The end user states she doesn't have the serial number and has to store the chair in her trunk.